Event description:
In the (B)(6) 2009, the product was purchased at a pharmacy in (B)(6). Claim alleges pt experienced irritation and pain in left eye shortly after product use. Next morning, pt visited hospital in (B)(6) and was hospitalized from (B)(6) 2009. Pt was diagnosed and treated for an infectious corneal ulcer (pseudomonas). Claim alleges that the pt is legally blind in left eye and a corneal transplant is needed. Medical documentation has not been received and no further information provided.

Manufacturer narrative:
The product was not returned for evaluation. The lot number and the product type are unk. Medical documentation was not received. Based on all information, no causal factors can be determined and no conclusion can be drawn.